Event description:
Follow up with the physician's office revealed that there was no trauma or patient manipulation reported by the patient's family that could have contributed to the high impedance.

Event description:
The explanted generator was received by product analysis . The explanted lead has not been received by the manufacturer to date. Product analysis for the generator was completed and approved. The pulse generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that high impedance was observed on the patient vns. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received by the manufacturer to date.

Event description:
The patient underwent full vns replacement surgery. The explanted vns generator and lead have not been received by the manufacturer to date.